Event description:
The customer reported that the insulin pump was not delivering the insulin causing her blood glucose to elevate. The customer stated that she has been disconnected from the device for about six weeks. The customer also mentioned having issues with bent cannulas. Troubleshooting was performed. The customer inserted a new battery and the insulin pump alarmed an error. Assisted the customer to clear the alarm and changing the time and date. Reviewed the alarm history and found multiple no delivery and error alarms. Ran a fixed prime test and passed. Performed a high pressure test and the test failed twice. Advised the customer that a replacement of the insulin pump will be sent and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.